Manufacturer narrative:
Initial reporter, address line 2 = (B)(6). Correction/removal number - 3002809144-03/14/19-002-c. After further investigation, it was noted that events with message codes (1043, 1044, 1072, 1402, and 1403) and/or a cracked or damaged level sensor (04s68-01) have the possibility of being associated with the incorrect dispense of trigger or pre-trigger. A retrospective review was performed and this ticket was identified as being related to the 07mar2019 remedial action. A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed.

Event description:
The field service engineer (fse) observed the tubing connector on the trigger level sensor was broken/damaged on the alinity analyzer. Through normal troubleshooting procedures, the fse stated when the bulk solution reservoir tray was opened and closed, the separator to waste flex chain tubing became obstructed and interfered with the trigger level sensor causing the tubing connector to break. Field service resolved the issue by adjusting the cables and tubing with a cable tie away from the bulk solution level sensor straws. The customer replaced the trigger lever sensor and the unit functioned as intended. No impact to patient management was reported.